Event description:
The device was used to monitor a pt's ECG undergoing preparation for a surgical procedure. The device allegedly turned off and on several times spontaneously. A backup defibrillator/monitor was made available and used for the remainder of the procedure. There were no adverse affects to the pt reported as a result of the alleged malfunction.